Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured at its nominal pressure during the second inflation. The product was removed successfully from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was reported to be 100 % stenosed/chronic total occlusion (cto). No other target lesion characteristic information was provided. Additional information received indicated that the atmospheres used for the first balloon inflation were not known. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   The product was not returned for analysis. A device history record (DHR) review of lot 17523495 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (100% stenosis/cto) may have contributed to the reported event as calcification/resistance lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.   Please note that this is the initial/final report for this product.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured at its nominal pressure during the second inflation. The product was removed successfully from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was reported to be: a 100 % stenosis/chronic total occlusion (cto). No other target lesion characteristic information was provided. Additional information received indicated that the atmospheres used for the first balloon inflation were not known. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.